Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. Most probable cause is a damaged dso sensor. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the device had cassette error alarm and downstream occlusion seal damaged. There was no patient involvement and no patient harm/ no adverse event reported.